Event description:
Approximately 1 year post index procedure one micro driver rx stent was deployed at lcx, this stent then underwent revascularization approximately 3 months later to treat restenosis. No further complications were reported and the patient recovered and was discharged.

Manufacturer narrative:
Evaluation: results inherent risk of procedure (restenosis). Evaluation, conclusions: inherent risk of procedure - (restenosis). (B)(4).